Event description:
A patient had debridement of right wrist (tfcc) on or about (B)(6) 2010. Subsequently, a metallic object was found in the right wrist requiring a second surgery on or about (B)(6) 2010. The working tip was allegedly a depuy mitek vapr rf wand. No other information is available at this time.

Manufacturer narrative:
To date, the complaint device has not been received for visual and functional inspection. Product code(s) and batch number(s) have not been provided to precisely identify the depuy mitek vapr electrode and therefore a batch review cannot be performed at this time to determine if there were any manufacturing related issues. When and if any additional information is received, it will be reviewed and evaluated and the details will be included in a follow-up medwatch report.

Manufacturer narrative:
Please be advised that since the initial medwatch report for the above issue, depuy mitek has received additional information indicating that the above issue had been previously reported. Depuy mitek had filed a medwatch report in 2011 and therefore any additional updates to this event will be associated with manufacturers report number 12219341-2011-00014.